Manufacturer narrative:
(B)(4).

Event description:
Broken jaw it was reported that the arthropierce 45deg left broke in the patient. It was reported that the tip broke and all pieces were removed. No x-ray or fluoro was used. No delay was noted and a backup was used to complete the procedure.